Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Pinched teeth [unevaluable event]. The last one I bought pinched my teeth and now the head falls off the handle [injury associated with device]. Head falls off the handle [device breakage]. Case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2016 that he/she just bought an oral-b power oral care refills floss action that pinched his/her teeth and fell off the oral-b rechargeable toothbrush, version unknown on an unspecified date. This was not the first time that the consumer had used these particular brush heads. The case outcome was unknown. No further information was provided.